Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon of this catheter has ruptured and it was missing about 7 mm of the balloon piece in between the two windings. We did not observe any necking of the catheter extrusion. Both windings were properly held in place. We were able to flush the irrigation lumen and inflation lumen without any resistance. Based on our device evaluation, it is likely that some anatomical ( calcification or stenosis in the lesion area ) or procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon rupture. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque or overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient as the result of this incident. Surgeon used another lemaitre over-the-wire embolectomy catheter to complete the procedure.

Event description:
The balloon of the over-the-wire embolectomy catheter ruptured during thrombectomy. Surgeon used another over-the-wire embolectomy catheter to complete the procedure. There was no harm to the patient as the result of this incident.